Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices for this event were reviewed and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that a trial patient in (B)(6) complained of wound site pain and headache. The patient's wound was examined and no sign of infection was observed. The patient returned to the hospital for follow up examination of the site and reported slight improvement. On day 8 of the trial period, therapy was turned off due to continuing headache. The patient was readmitted to the hospital and the leads were removed. The physician was concerned about possible infection so the patient was given IV antibiotics. Follow up report indicated that the patient was discharged from the hospital and is being monitored by the hospital while completing the antibiotic course.